Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing of the mandible and fossa components. Lot identification is necessary for review of device history records, lot identification was not provided for the screws involved in this case. An adequate complaint history review cannot be performed as the complication or failure mode that led to the need for a revision surgery is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in section b4, b5, d4, d9, g3, g6, h1, h2, h3, h6, and h10. Correction: h4.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00324, 0001032347-2020-00325, 0001032347-2020-00326. Medical products: tmj system right fossa component, small, part# 24-6562, lot# 661610; tmj system right standard offset mandibular component 45mm / 7 hole, part# 24-6645, lot# 822740a; tmj system cross drive fossa screw 2.0mm x 7mm, part# 99-6577, lot# ni; 2.4mm system high torque (ht) cross-drive screw 2.7 x 10mm, part# 91-2710, lot# ni.

Event description:
It was reported the patient underwent a revision of temporomandibular joint implants on the right side eleven (11) years following implantation due to an unknown reason. No additional patient consequences have been reported.